Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms occurring for the past couple of months was not confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis, and no log files were submitted for review. The information provided stated that this problem occurred on batteries and wall power and did not resolve after the batteries and clips were exchanged, or after the controller was exchanged. Multiple attempts were made to obtain additional information about the serial number of the exchanged system controller, the onset date of the alarms, the cause of the alarms, if the alarms officially resolved, and if the controllers would be returned for evaluation. To date, no response has been provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instruct the user to clean the metal contacts on the batteries and inside the battery clip at least once a month. Use a lint-free cloth or cotton swab that has been moistened (not dripping) with rubbing alcohol. Let the alcohol dry before using the batteries or battery clips or before placing batteries into the battery charger. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ caution the user that 14 volt lithium-ion batteries can power the system for up to 17 hours, depending on the activity level of the patient. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including low voltage alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation. The patient was sleep on battery power. The patient had low voltage alarms for the past couple of months. The batteries, clips were tried swapping out with different combinations. The patient seemed to continue to have these alarms. Often times the alarms aren't recorded in the "past 6 alarms" queue because they resolve faster than 15 seconds. They had this issue when the patient was admitted earlier this month. It was seen by the bedside nurse. It was said they changed out the patient's system controller at bedside. The patient was then discharged and on (B)(6) 2025, they had 2 more of the same "low voltage alarms". These alarms were happening on both wall power and batteries. Batteries were replaced. The clips were also new. There were no unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. Log files indicated that the patient had not connected to power module/mobile power unit (mpu) power over nights during this history. This indicated the patient was sleeping on battery power. There were 2 brief periods of low power advisory events during this history, on 09dec2025 and on 10dec2025. Each of these events after less than 18 hours of runtime on battery power. In each case, the patient switched to fully charged batteries and the alarm condition was resolved.

Manufacturer narrative:
A4: patient weight not provided section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.